Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional artificial heart pump procedure. Reportedly with the proglide device, after lowering the lever, the device could not be removed from the puncture site. The patient was transferred to the operating room for an emergency cutdown to remove the device. The foot separated during removal. All foreign material was confirmed removed from the anatomy. There was biological material [tissue] on the foot and guide; however it was confirmed there was no damage to the vessel. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported foot separation was confirmed. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported foot separation and device entrapment appear to be related to the mal position of the device. The reported " there was biological material [tissue] on the foot and guide; however, it was confirmed there was no damage to the vessel indicates the device was likely in the subcutaneous tissue. Tissue on foot likely contributed to the entrapment. Device manipulation with the foot deployed in the subcutaneous tissue likely caused the footplate displacement or stick out of the body of the device which led to the subsequent foot separation. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.